Event description:
The hcp had difficulty accessing center port. X-rays were taken to verify pump orientation, and based upon interpretation of the films, the pump has flipped. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).